Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen and in the balloon. The balloon was loosely folded. Inspection of the device revealed numerous kinks throughout the hypotube. The balloon was also noticed to have a longitudinal tear from the proximal to distal end of the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.